Event description:
The customer called to report a pod in which the cannula did not come out all the way. She experienced elevated blood glucose level of 350 and then initiated a bolus. She then removed the pod and noticed the cannula.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.